Event description:
The event is reported as: the distal and proximal tips are coming off of the instruments. The defect was identified before use. This is the fourth of our reports. The patient injury reported.

Manufacturer narrative:
Device has been sent to the manufacturer, but the investigation is not complete at time of this report. The results of the investigation are not available at the time of this report.